Event description:
It was reported that the ventricular lead exhibited elevated thresholds and decreased sensing. During the explant procedure it was noted that the lead had dislodged. With manipulation noise was noted and damage to the outer insulation was identified. The lead was replaced and explanted.

Manufacturer narrative:
No medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer coil was slightly compressed at 22.0 cm and the outer insulation was slightly wrinkled at 24.0 cm from the connector pin. The lead tip tines and part of the insulation was found to be missing.